Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 513 (mg/dl.) With moderate ketones manual injections were available as alternate insulin therapy.